Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said that she got an infection because she was reusing wicks. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for infection. Patient email address: (B)(6).

Event description:
It was reported by the patient that she got an infection because she was reusing wicks. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
This event was a confirmed use of device, not attributed device malfunction. Submitting the investigation details as additional information." The reported event was confirmed use related issue as it was a user error. Sample was not available for evaluation. The root cause identified is "user unaware of need to replace or wants to extend life of single device." A DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and states the following: peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned. Removal: to remove the purewick female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick female external catheter directly outward. Ensure suction is maintained while removing the purewick female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Warnings: do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. Never insert the purewick female external catheter into vagina, anal canal, or other body cavities. Recommendations: ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. Properly placing the purewick female external catheter snugly between the labia and gluteus holds the purewick female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewick female external catheter every 8-12 hours or when soiled with feces or blood. Maintenance: replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. Correction- b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.